Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
During a therapeutic esophagogastroduodenoscopy, overinflation reportedly occurred, resulting in tissue splitting. The customer further indicated that the patient was admitted to the intensive care unit following the event. Patient infection was also reported; however, no supporting clinical details were provided to confirm whether an infection was clinically diagnosed. Multiple good faith effort attempts were made to obtain additional information regarding patient outcome, injury extent, infection confirmation, and device involvement; however, no further response was received.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. The device was not returned for evaluation; therefore, a definitive root cause could not be determined. The most probable cause was not established; the investigation findings do not lead to a clear conclusion about the cause of the reported adverse event. Based on the information provided, this case does not appear related to contamination or infection and appears related to a reported device damage or dysfunction. No positive hygiene microbiological investigation (hmi) report from the customer was provided. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information was received from the customer.